Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2316-50e, serial #: (B)(4), description: infinion 1x16 perc lead and splitter 2x8 kits. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing pain after having the trial leads pulled. It was mentioned that the patient was admitted to the hospital due to pneumonia and blood infection. The infection was not device or procedure related. It was also believed that the pain was coming from the patients health issues and not device or procedure related. No further course of action will be taken at this time.